Event description:
It was reported that during an unk procedure, during prerun test, an error 3 occurred. The handpiece was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
The hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. Further testing confirmed that the crc/eeprom data was invalid rendering the hand piece non-functional. Also, the hand piece was dissassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.